Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working and alarmed button error. The blood glucose reading is 208 mg/dl. The insulin pump will be replaced. Nothing further reported.